Event description:
It was reported that the patient presented in hospital. The left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. No patient symptoms were reported.